Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was implanted with an impella cp pump for support during a high-risk procedure and cardiogenic shock. The patient was suffering from pulseless electrical activity (pea) and had cardiac intervention. During the cardiac procedure and while on support, there was low flows and ps issues but, the pump was not replaced. After all measures and under four hours of support, care was withdrawn and the patient expired. The patient was not an extracorporeal membrane oxygenation or impella rp candidate. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of low pump flow has been completed. The root cause of the low pump flow could not be definitively determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. No product or data logs were returned for evaluation. The root cause of the optical signal issue could not be definitively determined as no product or logs were returned for evaluation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28182. H4 device manufacture date corrected